Manufacturer narrative:
It was reported that the patient plugged in the mcot monitor into the monitor charging cord and it overheating and melted. The mcot monitor and charging cord was returned for device evaluation. Monitor was inspected for general physical integrity, was found to have damage at the charge port. Charging cord was also returned and has evidence of the device melt. Monitor was not functional to charge. No additional testing could be performed. Engineering evaluation was able to confirm the melt event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself was the source of the melt. Am&d philips is further investigating this reported malfunction.

Event description:
It was reported that on (B)(6) 2024 the patient was charging the mcot c6 monitor when it was noted that the monitor charging cord where the rubbery part that plugs into the monitor was melted and had overheated. The patient attempted to plug another charging cord that was not provided by philips' am&d into the monitor however they did not note the lightning bolt on the monitor screen signaling the monitor was charging. The patient removed the cord again and the monitor did begin charging. A replacement device was offered however, the patient refused a replacement and was happy to continue using the requirement they had. Additional information was requested however was unsuccessful.